Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that several of the picix hosts are in local mode. The device was in clinical use. There was no patient or user harm or injury reported.

Event description:
The customer reported that several of the picix hosts are in local mode. The device was in clinical use at the time. There was no patient or user harm or injury reported.

Manufacturer narrative:
No functional analysis was performed. Case and work order was created in error. Case was no longer required, case would be completed or cancelled as applicable. The reported problem was not confirmed.